Manufacturer narrative:
Additional information: a review of radiographic images show ap and lateral lumbar films preop with degenerative disc disease with mild degenerative spondylolisthesis at l4 and mild degenerative disc disease at l5. Stenosis is reported at l4 but cannot be verified. Initial surgical treatment is a lumbar decompression and pedicle screw placement and posterolateral fusion with tlif l4/5. Subsequent films show possible pull out of one of the l4 screws. Patient is refusing further surgery. This surgery appears completely appropriate and pull out of the l4 screw is not clearly explained.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.